Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self-test due to unresponsive keypad. Unable to determine pump error 63 due to keypad anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure during self-test. The customer's blood glucose value was 20 mmol/l. Customer reported they were able to clear the alarm. Customer received request to rewind pump. The insulin pump passed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.